Event description:
When physician attempted to deploy closure sutures of the device to right femoral artery, he was unable to remove the delivery portion of the device. The device was retained in the patient and removed surgically in the operating room.